Event description:
It was reported, the surgeon removed a gamma nail to convert pt to a total hip. They made me aware of this at the time of this report and did not have implant #5 available as they were sent to their lab for processing. There were no adverse events during the removal, and it was removed for conversion purposes.

Manufacturer narrative:
Devices will not be returned. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.